Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge, and technical support advised calling back for troubleshooting if a similar problem occurs again.